Event description:
The customer called and reported he awoke with a blood glucose of 46 mg/dl. The customer was able to treat and bring his blood glucose up. Customer stated he was not warned about his blood glucose, due to not having a sensor, which had fallen off the previous night. However, he declined to troubleshoot, stating he believed it was just due to exercise.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.